Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient experienced pain and infection. In regards to the infection, based on the medical records, it does not appear that the infection was related to the bard flat mesh implanted in the patient, however, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with urinary stress incontinence and underwent a vaginal sling repair with bard flat mesh, non-bard davol fascia lata graft and non-bard davol insertion kit. On (B)(6) 2011 - the patient underwent placement of a non-bard davol ureteral sling. No mention of the previously placed mesh. On (B)(6) 2013 - the patient was diagnosed with recurrent urinary tract infections and mixed urinary incontinence, the patient underwent a cystoscopy procedure. On (B)(6) 2014 - (B)(6) 2015 - the patient had follow up medical treatment due to continued stress urinary incontinence and chronic urinary tract infections. It was reported the patient experienced pain, infection, prolapse and additional surgical invasive procedures.